Event description:
This is a report of a homechoice device that experienced a system error 2240 (air in line/set) alarm. The patient was connected to the device at the time of the alarm for the initial drain phase of peritoneal dialysis therapy. During troubleshooting, it was discovered that the clamp on the patient line had been closed during the priming phase of therapy. As a result, the patient line was not properly primed prior to the patient connecting themselves for therapy. The technical service representative assisted the patient with clearing the alarm. Proper procedures were reviewed with the patient and the patient started therapy over using new supplies. There was no patient injury or medical intervention associated with this event. Additional information is not available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by a closed patient line clamp during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.